Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian filter and a segment of a femoral introducer sheath were returned for evaluation. The femoral introducer sheath was returned cut with the returned segment containing the introducer hub. This segment measured approximately 20cm in length, including the hub. The introducer sheath and returned filter were examined and no anomalies were identified. The introducer sheath did not have a lodged filter inside. All 6 legs/feet and 6 arms were present and intact on the returned filter. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive for the filter advancement issues. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however use of excessive force can cause slippage of the threads and/or breakage of the hub and should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the deployment of the vena cava filter, the filter became stuck in the sheath; therefore, the vena cava filter could not be deployed. The filter was exchanged over the wire for a new vena cava filter that was successfully deployed. There is no reported patient injury.